Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Discussed out of range with the patient. It sounded like she interference at the office since she works around with many computer equipment. The issue had only occurred at the office and connection came back once the patient left the building. No injury or medical intervention was reported.